Event description:
There was an allegation of questionable elecsys rubella igg immunoassay results for 1 patient sample on a cobas e 801 analytical unit. On (B)(6) 2024, the initial rubella igg result was 8.90 iu/ml, interpreted as non-reactive. The sample was sent to another laboratory where elisa testing was performed and the rubella igg result was reactive. On (B)(6) 2024, the patient had a sample with a rubella igg result of 8.65 iu/ml, interpreted as non-reactive.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. The patient sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
No sample material was available for investigation. The investigation did not identify a product problem. The root cause of the event could not be determined.